Event description:
Pt received breast augmentation at an institution other than the reporting facility - place unk. Pt requested breast implant be removed, because of pre-op diagnosis: silicone implants leaking.